Event description:
Pt's meter was reading inaccurately erratic. Pt reported blood glucose results of "82 mg/dl", "221 mg/dl" and "191 mg/dl" with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt believed that the first reading was too low and decided to take a second reading. After the "221 mg/dl" was obtained, pt administered "12 units" of insulin based on their physician's advice. Within 20 minutes the pt started feeling as though they had a "sleepy mouth", had cold sweats and was feeling dizzy. Pt reported eating sugar until they started feeling normal. There was evidence that the meter contributed to the serious injury, since the pt took insulin based on their physician's advice on the blood glucose readings obtained on the reported meter. Pt administered self-treatment based on the symptoms. No blood glucose tests were performed prior to or after the symptoms. Pt did not have control solution to perform quality control tests and never cleaned the meter. The precision claim was not met and the pt did suffer an adverse event as a result.